Manufacturer narrative:
See manufacturer report # 2029214-2023-01070 for another report from this article. Meng x, gao d, he h, et al. A machine learning model predicts the outcome of srs for residual arteriovenous malformations after partial embolization: a real-world clinical obstacle. World neurosurgery. 2022;163:e73-e82. Doi:10.1016/j.wneu.2022.03.007. If information is provided in the future, a supplemental report will be issued.

Event description:
Meng x, gao d, he h, et al. A machine learning model predicts the outcome of srs for residual arteriovenous malformations after partial embolization: a real-world clinical obstacle. World neurosurgery. 2022;163:e73-e82. Doi:10.1016/j.wneu.2022.03.007 medtronic literature review found a report of patient complications in association with onyx liquid embolic. The purpose of this article was to propose a machine learning (ml) model predicting the favorable outcome of stereotactic radiosurgery (srs) for residual brain arteriovenous malformation (bavm) after partial embolization using onyx. One hundred and thirty bavm patients (63 male, 67 female; mean age 25.95 years) who underwent partial embolization followed by srs were reviewed retrospectively. There were the article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted: - five patients with hemorrhage recovered to baseline with a modified rankin scale score of 0. Three patients achieved final obliteration but presented with hemorrhage during follow-up. Conservative treatment was applied for all these patients, and none experienced permanent dysfunction. Hemorrhagic complications were defined as hemorrhage confirmed by computed tomography (CT) scan obtained perioperatively or during follow-up. - symptomatic radiation-induced changes (rics) occurred in 6 patients, including 5 aggravated seizures and 1 mild dysfunction in the unilateral upper limb. - twenty-four patients had incomplete obliteration without complications.